Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the information provided, the reported ¿22 degrees internally rotated¿ tibial component was the contributing factor to the subluxing and subsequent revision procedure. The patient impact beyond the reported subluxing, tibial component revision and an expected post-operative recovery phase cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that tibial rotation was deemed not suitable and tibia was subluxing. The tibial base plate was remove and replace.